Manufacturer narrative:
The vf zone was increased to mitigate the inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to supraventricular tachycardia (svt), resulting in therapy exhaustion. The episode was reviewed and it was noted the rate was in the ventricular fibrillation (vf) zone, therefore no detection enhancements are available. Boston scientific technical services (ts) discussed increasing the vf rate zone for the patient. No adverse patient effects were reported.